Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the leads were explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2023-03276. It was reported that the patient's pc was displaying he message "the generator could not deliver the desired strength." Upon further investigation the patient's system diagnostics recorded high impedances on both leads. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.